Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customer experienced a fill resistance issue. Customer's blood glucose was not impacted by this event. The customer was able to load a new cartridge onto their pump and resume insulin therapy.